Event description:
A surgeon reported that during cataract extraction, the capsular bag ruptured, causing a portion of the lens to descend into the posterior chamber. The surgeon reported that an error occurred on the machine and the handpiece was not cutting at the time of the incident. The handpiece was exchanged and the procedure continued. A vitrectomy was performed on the pt and following this procedure the pt was immediately transferred to a retinal specialist for removal of the remaining lens. The pt is expected to recover and has been scheduled for implantation of an intraocular lens.